Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID m995402a001 serial# (B)(6) product type product ID m995402a001 serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 controller (ptm) serial number (B)(6) revealed corrosion damage to pcbs in unit and a broken connector support. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that their controller was in their pocket and became unresponsive and will not power on. Patient services (pss) instructed caller to remove the battery pack from the controller and connect the controller to the ac power supply. Caller confirmed the light on the ac power supply was illuminated when connected to a power source but the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the device. No new information. Pt called back stating that they received the replacement controller yesterday but nobody told them to keep the battery pack to use in the replacement controller so they sent back their battery pack with the old controller. A battery pack was requested for the patient. Additional information was received from the patient. They reported that they got a new controller and it was a piece of junk. Their controller would be in their pocket and when they would pull it out the controller would be blank and unresponsive. The pt would not be able to get the controller to work until they reset the controller; the pt had reset the controller 20 times. It would take the pt 30 minutes to change their stimulation since the controller would go off on them. One time the pt got a message to call manufacturer. One of the times when resetting the controller their controller battery pulled apart.